Event description:
16 cases of the baxter one-link and smiths medical jelco IV catheter separating during power injection required for CT scan. This has lead to the patients being required to receive reinjection and reimaging. Appears to be secondary to the two devices not being compatible with one another. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, jelco (per site reporter). Inservices have been provided to staff by baxter and smith's medical regarding the use of these two devices together with less than optimal results. Manufacturer response for set, administration, intravascular, one-link (per site reporter). Both baxter and smith's medical have provided several inservices in an attempt to address any education issues which might be at hand. Inservices have not been as effective as planned and these two devices have continued to produce issues during power injections.